Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review.the device history records were reviewed and found to be conforming. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event.should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer (B)(4) reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim because he underwent revion surgery due to pain, metallosis, fluid collection, metal debris and loosening.